Event description:
Customer reported hospitalization for high bgs. Bgs were treated with an insulin drip. It was stated that they manually primed the pump, but did not escape when the manual prime was completed, did not deliver a final prime and did not check bgs after the set change. The importance of each of the above steps was explained. The customer refused any troubleshooting and demanded a replacement pump.